Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2014-00357.

Event description:
A follow up was made and the customer reported experiencing low blood glucose for six hours, and her glucose level was 30mg/dl. The caller stated that the paramedics were called and was treated with glucose tablets. Troubleshooting was performed, and no damage to the drive support cap noted. The customer had changed for the first time the infusion set and was nervous; she inserted the tubing and continued the filling process. No further information was provided.